Event description:
The manufacturer received information alleging a ventilator was alarming for a high oxygen inlet pressure alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's oxygen blending module subassembly needs to be replaced to address the issue.